Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the pt experienced a stroke. Symptoms included right hand weakness, garbled speech and confusion. An MRI of the head showed multiple hyperacute cortical infarcts involving the left frontal, parietal, temporal and occipital lobes. Two days postprocedure, the pt experienced a focal seizure. Keppra was started. Seven days postprocedure, the pt was discharged to home. There was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Stroke is a known potential adverse effect associated with the use of this device as listed in the xact instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.